Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location of device: essure device was found'), device expulsion ('expulsion of essure device'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (no complications)'), gestational diabetes ('gestational diabetes') and pneumonia ('pneumonia') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6)2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder and cerebrovascular accident. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: 1) negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: 1) negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to january 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation and lumbar nerve root impingement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvis pain"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps") and ovarian cyst ("ovarian cyst"). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion.. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: 1) negative mammogram. 2) heterogeneously dense breasts bilaterally.. Nuclear magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the device / migration of essure device location of device: essure device was found/right-no evidence of any essure device/ left-essure, which was not found/ migration: fundus bilateral cornu') and device expulsion ('expulsion of essure device') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder, cerebrovascular accident, hypothyroidism and dysfunctional uterine bleeding. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: negative right hip and ap pelvis. Bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to (B)(6) 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes ((B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation, lumbar nerve root impingement, chest pain, asthma aggravated, diabetes mellitus, vertigo, pulmonary embolism, pruritus, adenomyosis, fibroids and follicular cyst of ovary. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2012, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pelvis pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gestational diabetes ("gestational diabetes"), pneumonia ("pneumonia"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti") and urinary tract disorder ("urinary probs."). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass, ovarian cyst and migraine outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract infection and urinary tract disorder had resolved and the abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Received treatment for pain, bleeding, breakage, migration, bladder/urinary prob : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - in 2012: pulmonary embolism. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: negative mammogram. Heterogeneously dense breasts bilaterally. Pregnancy test - on (B)(6) 2013: positive. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of events vaginal haemorrhage ,vaginal discharge were updated from unknown to recovered/resolved. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the device / migration of essure device location of device: essure device was found/right-no evidence of any essure device/ left-essure, which was not found/ migration: fundus bilateral cornu') and device expulsion ('expulsion of essure device') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6)2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder, cerebrovascular accident, hypothyroidism and dysfunctional uterine bleeding. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to january 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes ((B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation, lumbar nerve root impingement, chest pain, asthma aggravated, diabetes mellitus, vertigo, pulmonary embolism, pruritus, adenomyosis, fibroids and follicular cyst of ovary. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2012, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pelvis pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gestational diabetes ("gestational diabetes"), pneumonia ("pneumonia"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti") and urinary tract disorder ("urinary probs."). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass, ovarian cyst and migraine outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract infection and urinary tract disorder had resolved and the abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Received treatment for pain, bleeding, breakage, migration, bladder/urinary prob : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - in 2012: pulmonary embolism. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion.. Magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: negative mammogram. Heterogeneously dense breasts bilaterally.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6 )2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Lot number: 927073. Manufacture date: 2011-12. Expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infections") and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, infection and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: underwent tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration of the device / migration of essure device location of device: essure device was found/right-no evidence of any essure device/ left-essure, which was not found/ migration: fundus bilateral cornu'), device expulsion ('expulsion of essure device'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (no complications)'), gestational diabetes ('gestational diabetes') and pneumonia ('pneumonia') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder, cerebrovascular accident, hypothyroidism and dysfunctional uterine bleeding. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: 1) negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: 1) negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to (B)(6) 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes ((B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation, lumbar nerve root impingement, chest pain, asthma aggravated, diabetes mellitus, vertigo, pulmonary embolism, pruritus, adenomyosis, fibroids and follicular cyst of ovary. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2012, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pelvis pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti") and urinary tract disorder ("urinary probs."). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass, ovarian cyst and migraine outcome was unknown, the pelvic pain, menorrhagia, urinary tract infection and urinary tract disorder had resolved and the abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Received treatment for pain, bleeding, breakage, migration, bladder/urinary prob : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - in 2012: pulmonary embolism. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion.. Magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: 1) negative mammogram. 2) heterogeneously dense breasts bilaterally.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 22-nov-2019: medical record received. Pregnancy outcome. Delivery notes, medical history and concurrent condition were added. On 26-nov-2019: fu6 and fu7 were processed together. Plaintiff fact sheet and medical records were received. Event per pfs: migraine/headache was added. Onset date of events were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and pregnancy with contraceptive device ('post-implant pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infections") and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, infection and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: underwent tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-aug-2012: confirmed essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location of device: essure device was found'), device expulsion ('expulsion of essure device'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (no complications)'), gestational diabetes ('gestational diabetes') and pneumonia ('pneumonia') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder and cerebrovascular accident. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: 1) negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: 1) negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to january 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes (13 march 2005, 17 july 2007, 31 december 2008, 23 february 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation and lumbar nerve root impingement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvis pain"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps") and ovarian cyst ("ovarian cyst"). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion.. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: 1) negative mammogram. 2) heterogeneously dense breasts bilaterally.. Nuclear magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: lot number was added. New events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraine / headache - head pain, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, expulsion of essure device, abdominal pain, back pain, legs pain, uterine pain, vaginal pain, gestational diabetes, high blood pressure, pneumonia, asthmas, hypo-thyroid, tooth pain, dizziness, vision problem, breast lumps, ovarian cyst were added. Pregnancy outcome was changed from pregnancy ongoing to live birth, outcome unknown. Outcome of pelvic pain updated to recovering / resolving. New reporters, patient demographics, medical history, historical drug, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location of device: essure device was found'), device expulsion ('expulsion of essure device'), device breakage ('breakage'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (no complications)'), gestational diabetes ('gestational diabetes') and pneumonia ('pneumonia') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder and cerebrovascular accident. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: 1) negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: 1) negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to (B)(6) 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation and lumbar nerve root impingement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvis pain"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti") and urinary tract disorder ("urinary probs."). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on 18-aug-2015. At the time of the report, the device dislocation, device expulsion, device breakage, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass and ovarian cyst outcome was unknown, the pelvic pain, menorrhagia, urinary tract infection and urinary tract disorder had resolved and the abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Received treatment for pain, bleeding, breakage, migration, bladder/urinary prob : yes, psych injury : no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion.. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: 1) negative mammogram. 2) heterogeneously dense breasts bilaterally.. Nuclear magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / migration of essure device location of device: essure device was found'), device expulsion ('expulsion of essure device'), device breakage ('breakage'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (no complications)'), gestational diabetes ('gestational diabetes') and pneumonia ('pneumonia') in a 37-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of birth: (B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012), cerebrovascular disorder and cerebrovascular accident. Current weight 175 lbs. (B)(6) 2012: right hip: two views of the right hip and an ap pelvis were obtained. Impression: 1) negative right hip and ap pelvis. 2) bilateral essure devices are noted. (B)(6) 2013: right hip:an ap pelvis and two views of the right hip were obtained. Impression: 1) no acute abnormalities or change (B)(6) 2013-pa and lateral chest: impression: 1) negative chest. Previously administered products included for pregnancy prevention: iud from 2009 to (B)(6) 2011. Concurrent conditions included overweight, neck pain, arthralgia, joint space narrowing, burning sensation, gastrointestinal pain, gestational diabetes ((B)(6) 2005, (B)(6) 2007, (B)(6) 2008, (B)(6) 2012.), coccydynia, sore throat, shortness of breath, wheezing, sacroiliitis, lumbar hyperlordosis, joint dysfunction, groin pain, lumbosacral disc herniation and lumbar nerve root impingement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ibuprofen since 2012, loratadine since 2011, losartan since 2013, meclozine (meclizine) since 2012, metformin since 2014, naproxen since 2012, paracetamol (tylenol) since 2012 and salbutamol (albuterol) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvis pain"), infection ("infections"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("migraine / headache - head pain"), pain in extremity ("legs pain"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain"), gestational hypertension ("high blood pressure"), asthma ("asthmas"), hypothyroidism ("hypo-thyroid"), toothache ("teeth pain"), dizziness ("dizziness"), visual impairment ("vision problem"), breast mass ("breast lumps"), ovarian cyst ("ovarian cyst"), urinary tract infection ("uti") and urinary tract disorder ("urinary probs."). The patient was treated with fluticasone furoate (arnuity ellipta), glibenclamide (glyburide), levothyroxine, methylprednisolone acetate (depo-medrol), montelukast and surgery (hysterectomy and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, device breakage, pregnancy with contraceptive device, gestational diabetes, pneumonia, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gestational hypertension, asthma, hypothyroidism, toothache, dizziness, visual impairment, breast mass and ovarian cyst outcome was unknown, the pelvic pain, menorrhagia, urinary tract infection and urinary tract disorder had resolved and the abdominal pain, back pain, headache, pain in extremity, vulvovaginal pain and uterine pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, asthma, back pain, breast mass, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gestational diabetes, gestational hypertension, headache, hypothyroidism, infection, menorrhagia, menstrual disorder, nausea, ovarian cyst, pain in extremity, pelvic pain, pneumonia, pregnancy with contraceptive device, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was done. Received treatment for pain, bleeding, breakage, migration, bladder/urinary prob : yes, psych injury : no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device successfully occluded. Total bilateral occlusion. Mammogram - on (B)(6) 2012: no mammographic evidence of malignancy. Specifically, there is no evidence of a mass in the 9:00 position of the right breast; however, follow-up with a targeted ultrasound may be helpful for further assessment if clinically indicated; on (B)(6) 2014: impression: 1) negative mammogram. 2) heterogeneously dense breasts bilaterally.. Nuclear magnetic resonance imaging - on (B)(6) 2012: mild central disk protrusion at l3-4; however, no significant disk herniations or neural foramina narrowing are demonstrated. No definite acute bony fractures.. Pregnancy test - on (B)(6) 2013: positive.. Ultrasound pelvis - on (B)(6) 2014: 1) symmetrical appearing, echogenic areas within the uterus on both sides peripherally. This may be related to a contraceptive procedure. The remainder of the study appears unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, asthma, hypothyroidism, leg pain, ovarian cyst, back pain, dizziness, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter added. Event - breakage, urinary probs, uti added. Outcome of the event pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.